Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The physician believes that the coil was unraveling. Boston scientific technical services (ts) discussed that there may have been an insulation breach. Additional information indicated that high pacing thresholds was attributed to lead dislodgement. The lead was explanted and was disposed by the facility. No adverse patient effects were reported.